Event description:
It was reported that the patient's blood glucose levels reached 448 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was not secure and the cannula dislodged from the infusion site (arm); upon removal, the cannula also appeared bent. As treatment, a manual injection was delivered and this pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.